Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited lead impedances greater than 2000 ohms, loss of capture, undersensing. There were no adverse patient effects as it was noted the patient did not ventricular pace. A lead fracture was not able to be identified on x-ray/fluoroscopy evaluation. However, due to the product issue, surgical intervention was performed and the lead was surgically abandoned and replaced. The pacemaker generator remains in service. No adverse patient effects were reported.